Event description:
It was reported that on (B)(6) 2009, an elevate graft was implanted. It was indicated that the pt had "two surgeries" and the "mesh keeps migrating out." The pt is having "bladder leakage and had taken antibiotics and has had "shots" given into her "vagina." It was also indicated that the pt needs an add'l surgery in the future, has experienced pain, and can feel "this" when she stands up or sits down.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.